Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis revealed no anomalies. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient had a non-device related fall and since then the patient had frequent charging issues.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was superficial. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.